Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. G2: the country of the event is japan h3: product analysis of part 9561524, lot no: my13j001. During the acceptance inspection, it was observed that there was deformation of the handle screw threads, wear on the cables and joints, and holder failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a device used for spinal thera py. It was reported that the threads of the handle screw are deformed, the cable joint is worn, and the holder is defective. There was no patient involvement reported. There were no further complications reported regarding the event.